Event description:
Pt underwent a standard lithotripsy procedure with device functioning normally according to physician. Post procedure on day 1 pt complained of pain, which is quite common. Doctor followed up with an x-ray and observed what appeared to be steinstrasse in the ureter. Physician placed a stent and during placement the pt released a mass of brown, gelatinous clots (according to physician it "appeared" to be old blood). Physician stated this is what he thinks he observed on x-ray. Pt is being followed for blood in urine for six weeks. No other follow up is reported.